Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 19th october, 2020 getinge became aware of an issue with satellite device. As it was stated, the misplacement of circlip inside the spring arm occurred. There was no injury reported, however, we decided to report the issue in abundance of caution as it may lead to detachment of parts.

Manufacturer narrative:
Getinge became aware of an issue with satelite device. As it was stated, the misplacement of circlip inside the spring arm occurred. There was no injury reported, however, we decided to report the issue in abundance of caution as it may lead to detachment of parts. During investigation, it was found that device was not according to the manufacturer¿s specification as misplacement of circlip inside the spring arm occurred and it contributed to the event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Per the investigation of the subject matter experts at the manufacturing site, the mechanical coupling between the spring arm and the main arm has failed because the circlip was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).